Event description:
It was reported that during a tfn procedure the surgeon inserted the 11.0mm ti cannulated troch. Nail and was in the process of inserting the 11.0mm ti troch fix. Nail screw and the surgeon encountered resistance. Surgeon attempted to insert and the screw would not go through the nail. Surgeon backed out the screw and the nail. During inspection of the devices it was noticed that the set screw was partially in the down position. Surgeon noticed a sliver of metal, the set screw, in the patient's tissue. The metal fragment was removed, surgeon inserted a new nail and screw and completed the procedure. The procedure was extended about 30 mins and the patient's condition was good. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional information.(B)(4): a review of synthes device history records for manufacturing revealed no complaint related issues. The device was received, however, no evaluation is available. (B)(4): placeholder.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on examination of the returned parts, the locking mechanism in the nail was in the locked position when attempting to insert the screw and the locking tab was sheared off as a result. This complaint is valid. Original awareness date is (B)(6) 2012. Product evaluation was completed on 06/04/2012.